Event description:
The web (B)(4) was rinsed and inserted in the via 27 and brought up to the aneurysm. The via 27 was not pre-shaped or otherwise treated before use. The (B)(4) was deployed. Prof. (B)(6) wished to reposition the device but could not re-sheath it on the first attempt. On the second attempt, by at the same time pulling the via back and using the anatomy to deflate the web, he could at least partially (80%?) Re-sheath the web by using significant force and decided to evacuate both the web and via through the distal access catheter. On inspection, the via 27 distal part showed significant deformation. Both web and via where immediately packed up in a bag not changing the position they were evacuated in.